Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has been suffering from pain at the implant site for a year.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received, the reported mastoiditis was likely initiated by a middle ear infection, which might be complicated by erosion of bony structures. In the present case, the device was implanted six years before the appearance of the reported symptoms, therefore, a device-related infection can be likely excluded. However, considering the type of pathogen (i.e. Staphylococcus aureus), such an infection bears the potential risk of later implant contamination, if the process spreads to the implant site. Further, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process and in-situ measurements are indicative of a functional device. No information available points to the implant being the source of the infection. This is a final report.

Event description:
It was reported that the user has had pain at the implant site for a year. Medication did not improve it. At the beginning of 2020 there was no redness or swelling found at the implant site. At that time, the patient had blood coming out from ear canal after waking up, severe pain at the implanted ear side and could not bear to put the external device. The skin over the device was intact and there was no reported trauma. The device has been explanted.

Manufacturer narrative:
Additional information: according to the information received, the reported mastoiditis was likely initiated by a middle ear infection, which might be complicated by erosion of bony structures. In the present case, the device was implanted six years before the appearance of the reported symptoms, therefore, a device-related infection can be likely excluded. However, considering the type of pathogen (i.e. Staphilococcus aureus), such an infection bears the potential risk of later implant contamination, if the process spreads to the implant site. Further, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process and in-situ measurements are indicative of a functional device. No information available points to the implant being the source of the infection. Explantation and re-implantation on the contralateral side is considered but no date has been scheduled yet.

Event description:
It was reported that the user has been suffering from pain at the implant site for a year. Even after medication there was no improvement. Additional information stated that at the beginning of 2020 there was no redness or swelling found at the implant site. At that time, the patient started to suffer from blood coming out from ear canal after waking up, severe pain at the implanted ear side and could not bear to put the external device. The skin over the device was intact and there was no reported trauma. It is considered to explant the device and implant a new device on the contra-lateral side.